Event description:
It was reported that the locking mechanism of an ozark plate disengaged at c5, and that two ozark self-tapping variable screws have begun to migrate post-operatively at the same level. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time. This report is for the ozark plate.

Event description:
It was reported that the locking mechanism of an ozark plate disengaged at c5, and that two ozark self-tapping variable screws have begun to migrate post-operatively at the same level. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time. This report is for the ozark plate.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Device remains implanted.